Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that the atrial lead's impedance showed two measurements below the normal range and short noise was able to be reproduced with movement. The cause of the short noise and low impedance was not known. The physician opted for continued monitoring. No programming changes were made. The patient was to continue with additional monitoring and follow ups in clinic. The patient was well and suffered no consequences.